Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the al326 instrument would not release after it was fired. Another instrument was used to complete the case. There was no consequence to the pt. After the event the device was test fired three times and the applier would not fire.